Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer's father reports that customer is having trouble with the serter not inserting sensor all the way into skin. Customer's blood glucose is 400 mg/dl. Treatment for high blood glucose is not given. No further information provided.